Event description:
It was reported that the device was explanted and a lead was capped both due to product performance issues. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).